Manufacturer narrative:
An event of device embolism was reported. The investigation confirmed the device met functional and visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 26 mm amplatzer septal occluder was chosen for implant. The 26 mm amplatzer septal occluder was placed and the user performed a "tug test" post placement to ensure a fit. Later in that same day, in the evening, the patient underwent a routine, post-procedure echocardiogram (echo) and it was confirmed at that time that the device had embolized into the patients left atrium. The patient was then taken for surgical removal (by snaring of the device) of the embolized 26 mm amplatzer septal occluder and it was replaced with a larger, 30mm amplatzer septal occluder. The patient did remain stable throughout both implant and explant procedure. The physician did mention that the device was the incorrect size. No additional information has been provided.